Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -10.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault without rotation. This exchange resolved the problem. Cause of event was unknown.